Event description:
It was reported that the patient also stated that his glucose was high, up to 375 mg per dl, and he noticed his infusion site was leaking around the quick-release clip. The operator of the device was the lay user or patient. No patient harm or no patient injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.